Event description:
Pt #4 in our study had an sae occurred on (B)(6) 2018 and pt aware of sae on (B)(6) 2018 and it was corrected on (B)(6) 2018. The subject underwent standard deep brain stimulation (dbs) surgery to treat his motor signs and in addition to placement of a prefrontal cortex 4-contact paddle (electrode) as per protocol ((B)(4)). The leads (electrode) from the standard deep brain stimulator device and the paddle electrode exited the skull through a single burr hole and were anchored with a combination of anchoring techniques. Part of the medtronic stimloc anchoring device was sued along with titanium 'dog bone' mini-plates, described further below. Intraoperative imaging showed good placement of both leads. He then had an activa pc+s investigational pulse generator and two lead extenders placed immediately after the brain leads as per study protocol. He had no new neurologic deficits. A post-op CT scan was done to confirm the location of the leads, and when the surgeon reviewed it wednesday found that the deep brain stimulator lead had migrated upwards by 16mm. On friday (B)(6), the pt returned to the operating room to reposition the dbs lead under general anesthesia. Surgery duration was 45 mins. The correct position of the dbs lead was confirmed intraoperatively with 2d fluoroscopy and 3d imaging using the medtronic o-arm. The pt was released from the hospital on the day following revision surgery with no new neurological deficits. We would like to highlight that his incident was not caused by a defect in the surgical hardware (the medtronic burr hole cover / stimloc.) The stimloc system consists of three components: a base ring, a clip, and a cap. Because of the presence of two leads, one component of the stimloc anchoring system, the clip that helps holds leads in place, was not used in the initial ((B)(6)) surgery. Only the ring and cap were used. Use of the clip on two leads can be technically challenging because leads can move slightly during application of the clip. Because the ring and cap alone, without the clip, was not expected to anchor the lead sufficiently, the stimloc system was supplemented with two titanium mini-plates, an alternative method that is sometimes used in dbs surgeries. Out ide ((B)(4)) protocol describes that we may alter the surgical technique including adding multiple mini-plates as was used in this surgery. Since the stimloc device was not being used in the exact manner recommended by the MFR, this device was not at fault in this migration. Instead, inadequate tightening of the titanium mini-plate around the lead is likely to be the factor, which allowed lead migration in the clinical dbs electrode. The migration of electrodes following dbs surgery is a known clinical adverse event and occurs in approx 1-2% of cases. Intraoperative 2d fluoroscopy and 3d image from medtronic o-arm - (B)(6) 2018 showed good placement of the dbs lead, post-op CT scan (B)(6) 2018 showed that the dbs lead had migrated upwards along its tract; 16mm from the intra-op placement intra-operative 2d image from medtronic o-arm (B)(6) 2018 following the revision surgery, the lead position was confirmed to have good placement.